Manufacturer narrative:
H3: product analysis of part: 4680009, lot# k22h1110 after visual and optical examination, it appears that the tip of the driver shaft has been broken off from what appears to be overload. This is consistent with overload at some time. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare representative) regarding multiple instruments. It was reported that when the doctor was hammering in the awl, the awl got bent and stuck inside the awl sleeve and the driver broke off. There was no patient involvement. There were no further complications reported regarding the event.